Manufacturer narrative:
Imaging evaluation summary: one time-point available for evaluation: post-implantation cta dated (B)(6) 2021. 3d images appear to show contrast outside the implanted devices pooling in the aneurysm sac. Axial images show contrast outside the contralateral leg component on the patient¿s right side. Images appear to show ~15mm of contralateral leg component/proximal ibe overlap. Per gore IFU, there should be 30mm of overlap with the distal contralateral leg and the ibe trunk. Images appear to support a type iii endoleak finding. The maximum diameter of the rci appears to be 27.7mm. Cannot confirm growth or disease progression of the rci with one time-point.

Manufacturer narrative:
H6: updated investigation conclusion codes.

Event description:
It was reported that the patient presented on an unknown date in 2004 with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was state that due to disease progression in the left iliac artery on (B)(6) 2019, gore® excluder® iliac branch endoprostheses (ibe) and a gore viabahn® vbx balloon expandable endoprosthesis were implanted. The patient tolerated the procedure.